Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar posterior anchoring procedure for lumbar degenerative scoliosis. It was reported that the screw was broken inside the core . The screwdriver tip was probably broken due to the large diameter of the screw that was being inserted, and the high torque placed on the screwdriver tip, resulting in a fracture. There were no broken fragments left inside the patient and no further complications or symptoms reported regarding the event.

Manufacturer narrative:
H3: product analysis of product# 5584111 lot# rs14j002 visual and optical examination identified that the tip of the screwdriver has been stripped and the threads are damaged, and it appe ars that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.